Manufacturer narrative:
The insulin pump was received with operating currents within spec and passed self-test. The pump was received with missing retainer and reservoir tube lip o-ring. The pump was unable to perform functional test including rewind, seating, basic occlusion, occlusion, force sensor and displacement test due to physical damage. No replace battery now alarms were noted. The loaded vaa and unloaded vaa voltages at the power management graph tool within spec. The battery tube was received corroded. The pump was received with cracked case on the back at the battery tube area and battery tube threads. The pump was received with partially broken reservoir tube lip and battery tube threads, and fading serial number label. The pump was received with cracked keypad overlay at select button. The pump was received with minor scratched lcd window, case and keypad overlay and peeling keypad overlay.

Event description:
It was reported of replace battery now alarm. The customer's blood glucose reading was 12 mmol/l. The customer received low battery alert prior to the replace battery now alarm. The customer stated that the battery cap was not loose, cracked or damaged. The insulin pump was returned for analysis.